Event description:
The patient contacted lifescan (lfs) in 2005 and reported that their one touch ultrasmart meter was reading inaccurately high. Medical affairs specialist (mas) called and spoke with the patient the next day, who verified and provided additional information. The patient had received the subject meter from a medical supply company about two weeks ago. Prior to that they had a one touch ultra meter which they used to test their blood glucose. Per their doctor, they ordered the subject meter so they could track their meals, etc due to additional options on the ultrasmart meter. The patient manage their diabetes through diet and does not take any oral medications or insulin at home. The patient stated that during the two weeks that they have had the subject meter they had been receiving high results in the "300s and 400s". In 2005 (day prior to the initial call to lfs), the patient was feeling "jittery and tired" they stated that they are usually nervous person". They called their doctor who advised them that those are symptoms of a heart attack and to immidiately go to the hospital. They tested on the subject meter with a result of 414 mg/dl prior to being driven to the hospital by their family member. Upon arriving at the hospital, their blood were drawn for "some tests", but they do not recall if their blood glucose was ever tested. They were just treated for their "heart attack symptoms" and was not given any shots or IV. They were kept in the hospital for a "few hours" and released. Mas verified that the test strips they were using were within the expiration date and in good condition. Their testing technique was also correct and the meter was in the right unit of measurement (mg/dl). The meter was also coded correctly. However, the patient stated that the battery in the meter was leaking and the "whole compartment was all corroded". They were assuming that this was causing the inaccurate high results. They do not recall if their blood glucose level was tested at the hospital and as far they knew, they were not given treatment for diabetes at the hospital.